Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's scs ipg was interfered by the use of a monopolar knife during a surgery. Reportedly, after the surgery it was impossible to communicate with the scs ipg and the patient controller or the clinician programmer. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one and stimulation therapy restored.

Manufacturer narrative:
It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery.